Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead complained of heart palpitations. Interrogation revealed evidence of muscle stimulation in all vectors. The lv outputs were modified which did not resolve the issue. The lead was later explanted. No additional adverse patient effects were reported.